Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Patient is under the age of 21 and per dfu for this lens model, this lens model is contraindicated for patients under the age of 21 years. Correction data: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vtich13.2 implantable collamer lens - +8.00/+6.00/93 diopter, in the patient's left eye (os) on (B)(6) 2016. The patient experienced refractive surprise.